Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was gear clamp is leaking and has been replaced. Additional malfunctions; valve operator and low power pilot replaced.